Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found.

Event description:
During a device replacement procedure, the new device was oversensing when connected to the new right ventricular lead. The physician considered three sources that could cause the oversensing and decided to replace the device with a second device because there could possibly be a connector issue or set screw issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.